Event description:
(B)(4). I had the stop procedure by conceptus in (B)(6) 2000 while it was still in trials for FDA approval. I've had numerous health issues over the years that a attributed to other things. Once I started reading stories of other women's symptoms, I realized they were the same that I've experienced. Since 2000, I have had the onset of weight gain, pain during orgasm, spotting after sex, dark brown discharge, irregular and amp; heavy periods (ablation done to remedy), ovarian cysts, cysts on my breasts, utis, yeast infections, joint pain, pain between shoulders, bloating, swelling in legs and amp; feet, depression and amp; mood swings, migraines, unexplained rashes and amp; rosacea, receding gum line, fatigue, hot flashes, memory loss and amp; fogginess, gall stones, constipation and amp; diarrhea, and hair loss.